Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated inr results is unknown. The test is performing within specifications. No further evaluation of the device is required.

Event description:
Two falsely elevated inrs were obtained on patients' samples. One patient's result was reported to the physician. The samples were repeated and lower results were obtained. One patient's medication dosage was decreased. There was no report of adverse health consequences as a result of the falsely depressed prothrombin time results.